Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the sensors were observed. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. This device must be fully evaluated prior to any future patient use.